Event description:
It was reported by service report that the footend would not go down, and the bed would not go into trend or reverse trend. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Result: damaged sensor coil cord.